Event description:
Tecmedic was notified by anvisa that the pruitt f3 carotid shunt balloon ruptured and leaked serum during pre-test. It was not directly used on the patient. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the exact root cause of the balloon rupture could not be determined. We've attempted to obtain more details in regard to the reported incident but was not successful. The initial reporter wished to remain confidential. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.